Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer took the battery out and put in a new one. The pump worked for awhile, but then it stopped working. Customer's blood glucose level was 12.8 mmol/l. Customer stated that the pump was exposed to a splash of water. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.